Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure one gryphon p br anchor w/oc got wasted. The physician had already used one anchor at 5 o'clock position. He drilled hole for 2nd anchor and inserted the anchor. After removing the inserter, he pulled the sutures to check the strength of the anchor in the bone. One giving the first tug, the sutures(orthocord) broke from the center and both the sutures came out into the hand. About 2 min were wasted in this. He drilled another hole near to the earlier position and deployed another gryphon p br anchor. No patient harm was done. There was no way to remove the anchor, however, the remaining suture in the anchor was pulled out using a grasper. New cannulas were used during the procedure, the angle of the deployment of anchor was also correct. The anchors were stored in proper storage condition. No official complaint has been raised. Only the inserter of the anchor is available. Additional information received by the affiliate reported there was no reported patient harm and the case was completed by the surgeon drilling another hole near to the earlier position and deployed another gryphon p br anchor. The affiliate also reported that an alternative gryphon p br anchor was readily available and the failure of the initial device was noted when the surgeon drilled hole for 2nd anchor and inserted the anchor. After removing the inserter, he pulled the sutures to check the strength of the anchor in the bone. One giving the first tug suture of the anchor (orthocord) break while pulling. It was reported additional surgical intervention or revision is not required. The affiliate stated the suture color was blue and this failure occurred during an arthroscopic procedure which utilized a mitek ideal suture passer and proper suture management. It was also reported that the anchor remained in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Only the inserter was returned for this complaint. The anchor remained implanted and the suture was not returned. The distal end of the inserter was inspected under magnification and there were no anomalies observed. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on 8/20/2019. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: no nonconformances were identified for this part number, lot number combination per qlik query executed on 8/20/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.